Event description:
It was reported to philips there was a co2 alarm displayed on the device. This event was reported to have occurred during patient use. There was no patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: this event was reported to have occurred outside of clinical use during the performance verification test (pvt). There was no patient or user harm. The authorized service provider (asp) confirmed and duplicated the reported issue. There was an error message regarding a co2 rebreathing risk. Following the evaluation of the device, the asp replaced the gas delivery system (gds) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.